Event description:
Rptr purchased the weslo "daybreak" portable massage spa from the television channel during "health weekend". It appeared to be exactly what they needed. Rptr has parkinson's disease and their spouse has arthritis in both hips and lower back. Rptr spoke to dr and was advised to purchase the massage spa, in order to relax muscles and to ease joint pain. The spa arrived around the first week of june, and following the easy to assemble instructions, rptr put the pool together, filled it with water, purchased the suggested chemicals and had themselves a working massage spa. Rptr "really enjoyed it". It was of a size that fit on their enclosed breezeway, out of the weather and just off the family room. During the middle of august, rptr noticed that when in the spa with the jets working, there seemed to be a fine mist from the surface of the water that when inhaled, made rptr choke and cough, besides making eyes water. Rptr drained the water, washed out the liner, refilled with clear, fresh water and put in fresh chemicals. After several days, rptr noticed that the same choking, coughing and watery eyes was happening again, and called the weslo co. The weslo people suggested that they again drain the pool, scrub out the liner, insert a new filter, refill and try again. Since they only had the one filter, the gentleman suggested that they purchase several, so they ordered the minimum order of six (6) filters. In just a few days, the new filters arrived, so rptr again refilled the pool, added the suggested chemicals, along with the new filter. After only a week, the fumes again became noxious even with the new filter. Rptr noticed that the water at times was not as clean or clear as they had hoped. Again rptr called the weslo co and they suggested that they send a rep out to find out just what was the problem. After about three weeks, since they only have 3 reps in a very large area the rep came and checked the heating and jet unit. It seems that the water is going behind the filter, and the scum, salt, hair, etc, is sticking to the heating tubes and cooking there, making a sticky gray mess. Nowhere in the user's manual does it say to take the unit apart and clean the heating tubes. The unit itself is very heavy and bulky and one man or one man and one woman, would be unable to lift this heavy unit off the side of the spa. The rep, accompanied by rptr, took a sample of water to local spa dealer. The water was just fine as were the chemicals that rptr is using. The rep said that he had no real solutions for rptr, but what they would get back to rptr. It is now november 6th and rptr has yet to hear from th weslo co.